Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 14 months post-implant, it was reported that the pt was found expired at home. No cause of death has been reported.

Manufacturer narrative:
Additional information received. A correlation between the device and the reported event could not be determined. The cause of death was reported to be due to an accident and not device or therapy related. The pump was not explanted from the patient and no autopsy report was available to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the cause of death was determined to be an accident, as the patient had fell down at home and injured his head which led to cerebral bleeding.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.